Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bolus deliveries were not lowering the customer's blood glucose (bg) levels. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy for diabetes management. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.